Manufacturer narrative:
The device was tested on the bench and using automated testing equipment and no anomalies were found.

Event description:
It was reported that the device was explanted and replaced due to capsular infection. Patient was stable.